Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to the reported trauma appears very likely. In addition one channel already showed hi impedance before the reported impact due to undetermined reasons. However to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user's parents reported that the child was not hearing anymore after a trauma occurred in (B)(6) 2020. The user has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's parents reported that the child was not hearing anymore after a trauma occurred in (B)(6) 2020. The user has been re-implanted.

Manufacturer narrative:
Conclusions. Damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user's parents reported that the child was not hearing anymore after a trauma occurred in september 2020. The user had good benefit before the event occurred. The user has been re-implanted on (B)(6) 2021.